Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ngage nitinol stone extractor basket would not close during an ureteroscopy procedure. The reporter stated, ¿the basket would not close completely and the stones were slipping out of the basket. The operator replaced the device with a third ngage nitinol stone extractor device to complete the procedure.¿ it was reported that two baskets would not work properly but the details were not clear as to if both of the baskets did the same thing. Additional information was requested regarding exactly what happened with the two baskets, but it has not been provided. It was stated that no parts of the devices were left in the patient and that there was no adverse event.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, manufacturing instructions, trends, specifications, and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. The device history record was reviewed and one non-conformance was noted. Since this non-conformance is related to the complaint issue appropriate product and quality managers have been alerted. A review of monthly non-conformance trending data for the month of january 2017, when these devices were manufactured, showed that the affected department did not show a negative trend for this month. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Additionally, a review of complaint history found no other complaints associated with the complaint device lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment no further action is required.